Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12340. It was reported, the ipg and lead incision sites are red and have drainage. Reportedly the physician confirmed a hematoma at the sites and the patient is taking oral antibiotics. Follow up determined the patient has an appointment with the physician to check the incision sites.